Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure concurrently with laparoscopic tubal ligation with electrocautery, cystoscopy on (B)(6) 2003 due to sui and mesh was implanted. It was reported the patient underwent cystoscopy with drainage of paraurethral abscess on (B)(6) 2007. It was reported that patient experienced pain, infection, urinary problems, bowel problems, dyspareunia.

Manufacturer narrative:
.